Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported multiple patents with mild uveitis followed by severe pigment dispersion glaucoma. The patients coming in after two weeks are severe, and patients coming in three weeks post operatively are mild. The doctor noted the laser color is almost transparent. For patient (B)(6), steroids were increased and a steroid ointment was prescribed. Patient received steroid injections, a subconjunctival conjunctival cortisone injection, and an anterior chamber way on follow up visits. The patient was instructed to use artificial tears. There are multiple related reports for this reported event. This report addresses patient initials (B)(6), left eye, and additional manufacturer reports will be filed for the other patients.